Event description:
An ophthalmologist presented a poster during a congress where he compared laser assisted cataract surgery with conventional cataract surgery. The ophthalmologist informed that one of the patient's from the laser group had major pannus formation and they needed to use a blade to open the incisions. There are three medical device reports being filed for this reporter: this file is for the patient that had major pannus formation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Citation: delbeke hd, bertrand vb. Huygens mh. Evaluation of femtosecond laser-assisted cataract: surgery compared with conventional cataract surgery. Poster session presented at: ophthalmologica belgica 2014. November 26-28, 2014; brussels, belgium. (B)(4).